Event description:
It was reported that during a spine procedure using a percdc spinewand, the controller and accessories could not detect the wand upon connection, leaving the display screen blank. This deficiency resulted in a surgical delay of one hour while another percdc spinewand was located so as to complete the procedure. There were no patient complications reported as a result of this event.